Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. The customer's biomed confirmed the nav-ring failure both the ring and the enter button. The biomed stated that the touchscreen was functioning. The customer's biomed replaced the front bezel to address the reported problem. The unit passed all tests and was returned to service. Resolution and disposition: the customer's biomed replaced the front bezel to address the reported problem. The unit passed all tests and was returned to service.

Event description:
The customer reported that neither the nav-ring nor the enter button were functioning. There was no patient involvement. Event date not specified; estimate used.